Event description:
The customer reported that the blue insulation cover on the electrode was bunched up allowing the clear plastic cover on the tip to slide off and fall into the patient. It is immediately retrieved without injury or complications to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample is not available for further investigation.